Event description:
It was reported that prior to use, stent damage was discovered. When the device was removed from the package, it was noted that the stent was partially deployed. Also, it was noticed that the stent was mounted in the incorrect position on stent delivery system. The procedure was completed using a different device.

Manufacturer narrative:
(B)(4).